Event description:
The male pt, with history of hypertension, died 2 weeks after cypher implantation, in a cardiac context. During the index procedure, the de novo proximal left anterior descending (plad) lesion with an angulation of >45 and <90 degrees, moderate calcification, diameter of 3mm, and a length of 10-15mm, was treated with a cypher select 13x3mm stent and a cypher select 8x3mm. Inflation pressure for the cyphers was 14 atm (cra 13300) and 18 atm (cra 08300). The stents were routinely post-dilated at 14 atm. The implantation of the stents was successful but the pt had a low flow. He had several neurological disorders, and he died suddenly. The pt died during the procedure hospitalization.

Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number(s) is 9616099-2007-00879. Add'l info will be submitted within 30 days of receipt.